Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 400 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A correct bolus via the pump was administered to address bg level. Customer changed the cartridge to resolve the issue and resumed insulin delivery.